Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the pump touchscreen timed off sooner than expected. As well, as that the pump touch screen was delayed in responding to presses. Customer's blood glucose was 300 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.